Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges. Tandem technical support made multiple follow up attempts and was unable to reach customer to gather additional information.